Manufacturer narrative:
Complaint of premature battery depletion was confirmed. Complaint of no vibratory notification issue was not confirmed. Final analysis showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker reached elective replacement indicator and end of service earlier than anticipated from premature battery depletion without any patient notification. The pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable.